Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received motor error. Customer's blood glucose level was unknown. Customer stated that the all data was cleared from the insulin pump and able to clear the alarm but not able to bolus again. The device will not be returned for analysis.